Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported the low glucose alarms did not sound. As a result, customer fainted and experienced a loss of consciousness. The customer was unable to self-treat due to symptoms and had contact with a healthcare professional (hcp) who obtained a healthcare professional meter glucose reading of 27 mg/dl and provided glucose injections as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.